Manufacturer narrative:
The t:slim g4 pump cartridge user guide instructs the user to only use the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer had loaded the cartridge with 300u from an insulin pen. The customer was instructed to only use the syringe and needle provided by tandem. The customer reloaded the cartridge and the issue was resolved.